Event description:
It was rpeorted to depuy acromed that a moss miami polyaxial screw broke post-operatively after suffering a fall of some sort. As received, the most miami polyaxial screw was broken at the base of the screw head into two pieces. The initial implant date was not available. There were no other adverse conseqences to the patient. A dimensional analysis was performed, where the screw was not damaged, and the screw conformed to specifications. A material assessment analysis was performed and the screw conformed to astm specifications for titanium.